Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's site reaction and infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ust400; 14421-aw rev h 01/16; using the pod 5 / page 44 & 59; living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pods viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patients mother reported after wearing the pod for 3 days there was clear fluid coming out of her sons insertion site. The pod was removed and discarded. She cleaned the site with hydrogen peroxide then placed ice on it. The next day, she applied cortisone cream (gold bond) on the site. By 1:00 pm his arm was swollen and hot to the touch she cleaned it again with more hydrogen peroxide and put more (B)(6) on it. Approx 1 inch in diameter and it looks like a red blistering bubbles so she cleaned it again with hydrogen peroxide and (B)(6). The same day, the patient was seen by his primary care physician who prescribed clindamycin (300 mg) 3 times per day.